Event description:
Boston scientific received information that a few weeks post implant, the patient with this system was hospitalized for a revision procedure due to suspected endocarditis. During the procedure, the physician failed to turn off the device, as well as, cut both the right ventricular (rv) and right atrial (ra) leads. Device interrogation four days later revealed a fault code indicating an open circuit condition had been detected during shock delivery. Additionally at this time, high out of range shock and pacing impedance measurement, on both the rv and ra lead, was observed. Field investigation confirmed that atp and shock therapy had been delivered on the date of the reported surgical intervention. Subsequent x-ray imaging confirmed that post intervention, the device had been reimplanted on the patient's opposite side with no visible rv nor ra leads positioned within the heart. Furthermore, the x-ray illustrated that the leads appeared to represent a ball of wire, near the device header. It was at this time, the field representative communicated to the physician, that the device may have been compromised and recommended product replacement. All therapy zones, other than left ventricular pacing, were deactivated.

Manufacturer narrative:
To date, the associated device remains implanted and in service; however, a revision procedure has been recommended.